Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error after a prime alarm. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 160 mg/dl. Nothing further reported.